Manufacturer narrative:
No button error alarm noted. Unresponsive esc and act buttons due to corroded keypad trace; unable to perform displacement test due to unresponsive buttons. Unit had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 232 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.